Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the test failure was isolated to contamination inside of the monitor on c19, u1004, and u1005. The root cause for the contamination was ingress of an unknown substance. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. There was no adverse event associated with the monitor malfunction.

Event description:
03/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/17/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was not powering on properly.